Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-20306. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema, capsular contracture baker grade unknown, double capsule

Event description:
Patient reported left side swelling, and rupture of implant diagnosed by ultrasound and MRI. Patient later reported "rupture with double capsule with capsular contracture baker grade unknown". The device has been explanted.